Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trail patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient stated that she had irritable bowel syndrome and had diarrhea normally and was currently constipated. She was taking over the counter meds. She stated that she had surgery years ago for her hemorrhoids and they took too much, and she was hemorrhaging after the surgery. She was on metamucil 3 x times a day and it gave her stomach pains. Patient was confused about the handheld device. On (B)(6) the patient reported she was not feeling well. Patient also said she was having a lot of bleeding at the site as well as the site being very infected. On (B)(6), patient said the site was infected and was feeling pain on the side. When patient was asked if she contacted her physician, the patient hung up. Patient stated that she was bleeding from the incision site. She stated that it's not bad, but she does have to change out gauze pads daily. Patient also mentioned that she thought she might have an infection and was sore at the incision site. Patient was unsure if she was supposed to turn up stimulation. Patient turned up stimulation to a 9.0 and was uncomfortable and patient stated that she was scared so she turned it back to 6.3 and was currently feeling stimulation comfortably. Patient mentioned that she did not feel well. I advised patient to speak with her doctor about this and she stated that she did have an appointment on thursday. On (B)(6) the patient stated that she had her staples removed (B)(6) 2018 during her visit to the hcp, she stated that since that procedure, she has had a back ache. On (B)(6) the patient reported that she had seen a worsening in her symptoms for fecal incontinence. She stated that the accident she experienced on saturday night had been the worst accident she had ever experienced. Patient stated that her bowel consistency may be due to the medication she was taking (vesper, or valium) for a preexisting brain stem bleed. Patient mentioned she took pain medication 3 to 4 times a day and that it makes her constipated then she had diarrhea. No further symptoms reported. No complications reported.